Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified error message occurred. The product was evaluated. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of unspecified error message occurred is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Event description:
It reported that unspecified error message occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of unspecified error message occurred is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.